Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-87919.

Event description:
It was reported that ten years ago the customer was involved in a vehicular accident due to low blood glucose. They were wearing the insulin pump at the time of the accident. The caller stated the customer left work and the blood glucose was fine. Twenty minutes later the blood glucose decreased and the customer wrecked their truck. The caller did not know the exact blood glucose readings. The caller stated that the customer was using the sensor feature. The caller stated that the customer was a very brittle diabetic and had diabetes since the age of 29. As of (B)(6), 2014, the customer has been deceased. Nothing further was reported.